Manufacturer narrative:
(B)(4). Therapy date: (B)(6) 2015. Report source, literature - omer karatoprak, sinan karaca, mehmet nuri erdem, ferit kirac, meric enercan & serdar tuncer (2015) dorsal nail plate versus percutaneous k-wire fixation in the treatment of displaced distal radius fractures. Acta orthop. Belg., 2015, 81, 65-71. Https://pdfs.semanticscholar.org/a25a/9af156f0e33232d50a6e9608c3f329aa31b8.pdf. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It reported is that one patient in the pkw group was treated with oral antibiotics for pin site infection.

Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.